Event description:
It was reported that the left ventricular (lv) epicardial lead was capped and replaced due to no capture and high impedance from a possible fracture. It was also reported that a 2nd lv lead was removed due to phrenic nerve/diaphragmatic stimulation. During the same procedure, the right ventricular (rv) lead was removed and replaced due to high thresholds and high impedance from a possible fracture. No patient complications have been reported as a result of this event. The patient is enrolled in the product surveillance registry study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk biv ICD, implanted: (B)(6) 2013. (B)(4).